Event description:
It was reported that pump displayed malfunction alarm with code 24 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was still within warranty, and worked with technical support to confirm shipping details, place pump into storage mode, and return pump.